Manufacturer narrative:
Per the reporter the lens is not available for evaluation. There have been no other events for this lot to date. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
The trailing plate was torn as the lens was exiting the inserter, with the optic already inside the left eye. The surgery was phacoemulsification only. The replacement lens was successfully implanted, and the patient outcome is good. Though requested, no additional information has been provided.

Manufacturer narrative:
A review of the device history record has been performed and there were no anomalies or discrepancies identified that may have contributed to the reported event. A review of nonconformances did not identify any inconsistencies that would contribute to the reported event. The investigation is ongoing.

Event description:
It was reported that during insertion of an intraocular lens (iol) into the patient¿s eye, haptic was torn. The incision was enlarged in order to remove the lens. Sutures were not required. Additional information has been requested and not received.